Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66 y/o male admitted in cardiogenic shock. He was intubated on arrival and required vasopressors and inotropes for chemical support. In the cath lab, an impella cp was placed. The patient lost pulses in the leg and had new onset hematuria. An echo was performed and the pump was repositioned. On repositioning, the patient had ventricular tachycardia requiring shock and amiodarone initiation. The impella cp was upgraded to an impella 5.5 on (B)(6) 2025 due to the need for higher support needs for his cardiogenic shock and the lack of pulses in the leg after cp. The team attempted to extubate the patient, however, the patient arrested and CPR was performed. Due to oliguria, the patient was started on continuous renal replacement therapy (crrt). The patient had some anemia during support which required blood transfusion. Kidney function was poor. The patient was again transferred and ultimately received a durable left ventricular assist device.